Manufacturer narrative:
Conclusion: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well fixed in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw fixation although also the cup still appears stable in the bone near the periphery.

Event description:
It was reported that on (B)(6) 2018, dr. (B)(6), performed a revision of an accolade stem with a dislocated femoral head component as visible by preop x-ray. Update per med review: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well fixed in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw fixation although also the cup still appears stable in the bone near the periphery.

Manufacturer narrative:
An event regarding disassociation regarding an unknown liner was reported. Based on the information provided and the medical review completed there is no indication or allegation that the device reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that on (B)(6) 2018, dr. (B)(6) performed a revision of an accolade stem with a dislocated femoral head component as visible by preop x-ray. Update per med review: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well fixed in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw fixation although also the cup still appears stable in the bone near the periphery.